Manufacturer narrative:
10/24/96 - supplemental report #1 submitted to FDA by mfg. Additional information data submitted for d7, d8 and d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a colectomy procedure. Reportedly, the suture knot untied. The surgeon completed the procedure with another suture. The hosp has reported that no pt injury occurred.